Event description:
On (B)(6) 2010, the primary surgery was performed for pediatric scoliosis using xia4.5 and vitallium rods. Date unknown: the extended connector fractured. On (B)(6) 2010, the surgeon confirmed through the x-rays that the extended connector fractured. The revision surgery is planned; however, the date has not been decided, but late in the december after the school starts the winter vacation. The products to be explanted will be available for evaluation after the revision surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.